Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15/feb/2024, 01/mar/2024, 15/mar/2024 and 31/mar/2024, it was reported that the patient encountered infusion set fell off during use which led to low blood glucose level of 125mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.